Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after placing the istent in the patient's right eye and proceeding to remove the patient's cataract, an anterior capsule tear that extended posteriorly was noted during a laser assisted cataract surgery. The lens dropped. A three piece lens was placed in the sulcus and the patient was sent home. The patient will be seen by a retina specialist at a later date. Additional information requested.